Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when using heartmate 3¿ lvad surgical hand tool during the implant procedure the tool handle separated.